Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager lock was failing. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager lock was failing. A field service engineer (fse) worked on-call with pharmacy technical supervisor and instructed on how to properly recover remote manager. Supervisor confirmed issue got resolved and customer confirmed the resolution. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager lock was failing. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.